Manufacturer narrative:
Received -investigation-7 ongoing. (B)(4) burn complaint rate (staying within 200 character limit).

Event description:
(B)(6) emailed bear down brands on 19-aug-2023 and stated that her partner had purchased the heating pad for her in may and she sustained second degree burns last week (assumed approximate date of incident as 10-aug-2023) by using it. She has sought medical attention for the burns. She wants to know our policy on defective products and what the compensation for this issue would be. On 24aug23 (B)(6) replied via email with answers to the following questions: the heat setting I had it on was low. She was in mexico when the burn occurred. She will send photographs. She wants to know if there is financial compensation for the expenses she incurred due to the burn. On 28/29-aug-2023 (B)(6) confirmed that the unit was purchased at target in hawaii. She confirmed the model number as pehpval-g. The customer's home address is (B)(6), the unit was purchased in hawaii and the incident occurred in mexico.